Manufacturer narrative:
Date initial report sent: 11/09/2009.

Event description:
Procedure: l. Ant. Resection w/end to end anastomosis. According to the report: upon examination of the anastomosis, half of the lumen was not closed. The instrument could not be withdrawn, and the tissue was torn. There was no further injury to the pt reported.